Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Unable to test for excessive no delivery alarms due to prime anomaly. Motor passed motor test. Device had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm after a no delivery alarm during bolus delivery. Then shortly after, the insulin pump alarmed another motor error alarm. Customer's blood glucose was unknown. During troubleshooting, the device was able to perform a rewind. The device alarmed another motor error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.